Manufacturer narrative:
The cuff and tubing were returned and analyzed. The cuff and tubing were rated operating room damage. A pinhole size leak was found in the cuff. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On an unknown date an aus device was implanted, details were not provided. On (B)(6) 2010 it was indicated that a revision surgery needed to take place on this patient due to a cuff malfunction. On (B)(6) 2010, information was received that indicated a revision surgery had not yet occurred because the patient had a stricture in the bulbar urethra and placement of the ams 800 sphincter was not possible. It was stated that a revision may occur in the next 60 - 90 days for this patient. On (B)(6) 2011, it was indicated that a surgery to replace the cuff took place on (B)(6) 2011.